Manufacturer narrative:
This supplemental report is being submitted to document an incorrect date entered for date of report on the initial 3500a submission. The incorrect date entered was 9/15/2017; the correct date of report for the initial 3500 submission was 10/10/2017. Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of false susceptible oxacillin results (mic = 2), with false negative cefoxitin screen, for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. Testing via pcr indicated mrsa. Kirby-bauer cefoxitin disk method obtained a result of resistant. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in the united states reported the occurrence of (B)(6), with false negative cefoxitin screen, for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. Testing via pcr (B)(6). Kirby-bauer cefoxitin disk method obtained a result of (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states reported the occurrence of false susceptible oxacillin results and negative oxfs results with the vitek® 2 ast-gp75 test kit. The customer submitted the staphylococcus aureus isolate for evaluation. An investigation was performed. Testing included both the customer lot and a random lot of ast-gp75 cards run in duplicate. Agar dilution (ad), the reference method for ox was performed, as was fox disc testing (the reference method for the oxfs test) and pbp2a latex testing. On all cards tested, a susceptible ox mic=1 was obtained, and oxfs was negative. Ad gave a resistant ox mic=8. Fox disc testing was positive (17 mm), as was pbp2a latex testing, confirming the oxfs negative card results to be incorrect. The raw data from the internal testing of s. Aureus was analyzed with the new oxsf01n knowledge base (v8.01), and all four replicates were positive. The investigation concluded the isolate exhibits atypical growth behavior, and the vitek® 2 ast-gp75 test kit is performing as intended.